Event description:
It was reported that the patient experienced discomfort due to inappropriate shock in non-clinical environment. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise over-sensing due to lead fracture. Programming changes were made. The patient was in stable condition.